Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3 concurrently with the proximal set-up joint (suj) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) 3 and completed the device evaluation. The unit was analyzed. Remote fe logged errors 1126 and 31226. Usm was tested on an in-house system in normal mode where it passed. Usm was tested on a pftp where it failed fiber test on the clockspring. A gold clockspring fiber was installed, and the error went away. The original clockspring fiber was re-installed, and the error came back.

Event description:
It was reported that during a da vinci-assisted revision-sleeve to duodenal switch surgical procedure that repeated errors occurred against universal surgical manipulator (usm) 3. The reporter was not certain of the error code, and the system was not connected to onsite. At this time it is unknown how the issue was resolved. There were no reports of patient injury.